Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information. Potential causes of pain are programming parameters, interference with non-curonix device, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside of the target nerve, stimulator electrical failure, interference from other electro magnetic sources, off-label use and patient contraindicating conditions. The patient was instructed to wear the device 30 minutes prior to getting up. Additionally, the device was reprogrammed and the patient's pain levels dropped significantly. The stimulator is used to treat pain. The cause of the hospitalization is unknown. However, the cause of not receiving pain relief is due to incorrect programming parameters (user error - clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported not receiving any pain relief and being hospitalized two weeks after the permanent implant procedure. The cause for hospitalization is unknown as the patient and the hospital could not provide a reason. However, the patient reported feeling paralysis when they reach over their head prior to the implant. Additionally, the patient mentioned feeling pain in the morning as they do not wear the device at night. The patient was instructed to wear the device 30 minutes prior to getting up. Additionally, the device was reprogrammed and the patient's pain levels dropped significantly and the device is working well.